Manufacturer narrative:
Manufacturer reference number: (B)(4). Mfg date: since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was abnormal uterine bleeding, pelvic relaxation syndrome, symptomatic cystourethrocele, and symptomatic rectocele. The procedure performed was a total vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior repair with sling using mesh and capio cl, posterior repair, and perineorrhaphy.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.